Event description:
Information was received from a consumer and device manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown concentration at a dose of 14.2 mg per day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient was feeling ill/sick on and off since january. He had been admitted to the hospital the week prior to (B)(6) 2016. His symptoms had been sudden in their onset. Symptoms included vomiting, not knowing his own name and he had had seizures. He wasn't sure if the sick feeling was due to the gastritis or due to the pump. While at the hospital, they reportedly were having to give him oral medication but the type of medication was not provided. The patient was currently hospitalized at the time of report. The head nurse at the hospital had stated the hospital had paged a device manufacturer representative (rep). It was then clarified, per the charge nurse, that the patient was admitted about a week prior to (B)(6) 2016, discharged on (B)(6) 2016 and then re-admitted on (B)(6) 2016. It was also noted the patient was hospitalized due to cellulitis of both legs. It was reported that when the patient "had these flare ups", they need to put him on antibiotics. He had had these flare ups prior to implant and they were not new. It was specified he had them for approximately 4 years. Further information the same day was received from a rep indicated the pump was not delivering any pain medication to the patient. It was noted the rep was covering the hospital at the time of the report. Further clarifying information regarding the allegation was not provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.